Event description:
It was reported that on (B)(6) 2013, the patient underwent a coronary stenting procedure with placement of a 2.5 x 18 mm xience prime stent in the distal circumflex (cx) artery and a 2.25 x 18 mm xience v stent in the proximal left anterior descending (lad) artery. On (B)(6) 2014, the patient was re-hospitalized with a myocardial infarction (mi). Medication was administered; however, the patient died. Although no autopsy was performed, cause of death was reported as due to the mi. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The reported patient effects of myocardial infarction and death are listed in the xience prime everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling and the treatment appears to be related to the operational context of the procedure.